Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the stimulation in the legs was baseline for the patient. It was reported that the rep adjusted the stimulation so that it was below perception in the legs. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) via a manufacturer representative. It was reported that the patient¿s back pain was increasing and the stimulation wasn¿t helping as much as it used to. The patient felt stimulation in the back and legs, even though they did not have leg pain. It was reported that the patient had an unrelated surgery, and since then, the patient has had new onset leg pain bilaterally and can no longer tolerate the stimulation in their legs. The patient reported that the leg pain was irritating. The patient was reprogrammed and it does not seem to irritate their legs as much. However, with the stimulation turned low and high, the patient still complained of baseline discomfort in the legs. It was recommended that the patient follow up with their surgeon to have their device interrogated. No further complications are anticipated.